Event description:
The pump was returned for service by the facility's biomed for a failure code 715:00. The biomedical engineer reports that the pump was in use on a patient. There was no report of patient injury or medical intervention caused by this device. Additional details regarding medication involved, pump programming, tubing product code, and lot number, were not available.